Event description:
The pt reportedly experienced on-going pain and poor performance issues. The pain was not resolved with pain medication. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. The pt's device was explanted. The surgeon reported that the electrode array appeared to be embedded on the dura. Reimplant will not be scheduled until the pt has healed. The pt hears well from the contralateral implant.